Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 1.30mm x 1.77mm in size. The instrument was found to have a detached fragment. The detached fragment was a result of the break on the tube adapter. Detached fragment was not returned. The complaint was confirmed by failure analysis. The probable root cause of broken instrument tube adapter is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause of detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that single-port monopolar curved scissors (mcs) instrument's dark grey plastic tip was found broken. No known impact or patient consequence was reported.